Manufacturer narrative:
Updated field: b4, d4(serial#, unique identifier (UDI) #), d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) spoke with the customer via phone. The fse was informed that the issue was resolved by turning the power back on. There was no repair completed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) had system overheating malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.